Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by (B)(4) on 02 june 2017. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent an unrelated procedure. As a result, the patient's device was unable to establish communication with external devices. Troubleshooting may occur at a later date.

Event description:
Additional information received that patient underwent surgical intervention where in the ipg was explanted and replaced. Therapy restored post- op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Corrected data: the product return date should have been reported in the additional report 1, which is added in this report.